Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during routine follow up. Upon interrogation, it was observed that the right ventricular lead exhibited variable lead impedance. The physician elected to perform no intervention and elected to continue monitoring the lead. The patient condition was stable.